Event description:
On (B)(6) 2013 an article titled ¿endoscopic laryngeal patterns in vagus nerve stimulation therapy for drug-resistant epilepsy¿ was reviewed. The article stated that the objective was to evaluate laryngeal patterns in a cohort of patients affected by drug-resistant epilepsy after implantation and activation of a vagus nerve stimulation therapy device. There were 14 consecutive patients that underwent a systematic otolaryngologic examination between 6 months and 5 years after implantation and activation of a vagus nerve stimulation therapy device. The article reported that they observed three different laryngeal patterns; four patients showed left vocal cord palsy at the baseline and during vagus nerve stimulation (captured on MFR. Report # 1644487-2013-02124, 1644487-2013-02125, 1644487-2013-02126, and 1644487-2013-02127), seven showed left vocal cord palsy at the baseline and left vocal cord adduction during vagus nerve stimulation (captured on MFR. Report # 1644487-2013-02128, 1644487-2013-02129, 1644487-2013-02130, 1644487-2013-02131, 1644487-2013-02132, 1644487-2013-02133, and 1644487-2013-02134), and three patients showed a symmetric pattern at the baseline and constant left vocal cord adduction during vagus nerve stimulation (captured on MFR. Report # 1644487-2013-02135, 1644487-2013-02136, and this report). The article stated that the vast majority of patients (12/14) reported mild immediate dysphonia after implantation of the vns device, however only 4/14 patients remained dysphonic at the time of their laryngeal examination that occurred between six months and five years after surgery. One patient reported dysphonia at more than one year after surgery. All four patients showed left vocal cord palsy at the time of the examination. It was stated in the article that for the group of patients that showed left vocal cord palsy both at rest and during phonation with the vns both armed and disarmed (4/14 patients), only one of these patients reported dysphonia at the time of examination. It was stated that this laryngeal pattern seems related to iatrogenic damage to the vagus nerve, which is unable to conduct physiological or suptraphysiological stimuli. The second group (7/14 patients) that showed left vocal cord palsy at the baseline both at rest and during phonation and persistent left vocal cord adduction during the whole vns stimulation period; only three reported dysphonia persisting at the time of examination, showing good right vocal compensation. The third group of patients (3/14 patients) that showed a symmetrical laryngeal pattern at rest and during phonation at baseline and left vocal cord adduction during the entire vns stimulation period had no patients that reported dysphonia at the time of examination. It was stated that the nerve is not completely damaged in these patients.

Event description:
On (B)(6) 2013 the physicians (authors of the paper) stated that they solved their patient¿s side effects some months after implant. They said they have no time to give any further information.